Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy irritation under the lifevest that became infected. The patient's doctor gave the patient steroid shots as well as a cream for the infection. After receiving the shots and the using the cream, the patient's irritation improved.